Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had not alarmed for air in line. The patient had been due for disconnect at 11 a.m. On that day. The daughter stated that they knew how to stop the pump and power it off, and they planned to disconnect the pump upon returning home from work. The pump screen had displayed the following: running, residual volume of 86.8 ml, empty in 39 hours and 36 minutes. The reservoir had appeared to be empty, with small air bubbles observed near the patient's port and what had seemed to be crystallization in the tubing between the port and the pump. The given amount, 117.2 ml since on (B)(6) 2025 had been reviewed and compared with the pump label, which had corresponded accurately. The total volume to be infused (tvbi) had been 101.2 ml. The pump had not alarmed for air in line, though the patient had mentioned that the pump had beeped once at 11 a.m. (At the expected disconnect time), and they pressed a button in response. The registered nurse advised the daughter to stop the pump immediately and power it off. The drug in use had been 5fu. The event occurred while in use with a patient and there was unknown reported signs or symptoms experienced.